Event description:
Teleflex arrow ultraflex intra-aortic balloon pump catheter was inserted in patient around 2300 on (B)(6) 2024. Soon after the patient was moved from the cath lab to the ICU, the pump started displaying an error message. Balloon pump technician was called for troubleshooting assistance. It was determined that there was potentially a hole in the balloon. The physician removed that balloon and inserted a new one. Patient was stabilized and transferred to a tertiary care facility.